Manufacturer narrative:
(B)(4)

Event description:
It was reported during an implantation procedure, the atrial lead set screw was found to be stripped. The header was destroyed in order to disconnect leads and generator. The generator was successfully replaced. The patient condition is well and did not display symptoms before or after the surgery.